Event description:
We received an allegation about questionable results for 2 patients' samples tested for sodium (na) and 1 patient sample tested with creatinine plus ver.2 (crep2) assay on a cobas 6000 c501 module. Sample 1 and sample 2 were tested for na: sample 1: initial result: 223 mmol/l. Repeat result: 137 mmol/l. Sample 2: initial result: 166 mmol/l. Repeat result: 136 mmol/l. Sample 3 was tested for crep2: initial result: 1.50 mg/dl. Repeat result: 0.21 mg/dl. The customers noticed high values and repeated the samples. No questionable results were reported outside the laboratory. The lower results were considered to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The crep2 reagent lot number was 84199101 with an expiration date of 31-aug-2025. Qc was within the ranges. General reagent issues can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer found that the cell rinse tube was leaking and some other tubes were damaged. He replaced the tubes. The service actions performed by the engineer resolved the issue. The root cause was due to a maintenance issue.